Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that emergency medical services was dispatched due to customer experienced low blood glucose level on unknown date. Customer's blood glucose value was 53 mg/dl at the time of the incident. The customer's wife refused troubleshooting for low blood glucose. The device will not be returned for analysis.